Event description:
It was reported that two hours after the procedure, the surgeon found the anastomotic errhysis and two staples were malformed. The surgeon used endoscopic titanium clip to solve the issue.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Additional information. What is meant by errhsis? It means the anastomotic had blood-leakage. What type of procedure? L.a.r. How was procedure performed? (Open, lap or hals) laparoscopic operation. Which stapling technique was used? (Single, double or triple) double. Were there any issues with the device during the initial procedure? No. Where were the malformed staples in relation to the anastomotic errhysis? There was a blood-leakage at the malformed staples. Was the bleeding at the location of the two malformed staples? Yes. Was endoscopic titanium clip place laparoscopically? Yes. Did the patient require any blood products? No. Has the patient undergone any radiation or chemo therapy? Unknown. Were there any comorbidity concerns (such as coagulation issues, etc.)? Unknown. What is the patients present condition? The patient is fine now.